Event description:
It was reported that during a da vinci-assisted surgical procedure that the sureform 60 stapler instrument would not move properly; the wrist did not articulate correctly with the blade load. It was also reported that a fragment fell from the instrument inside of the patient. The piece was reportedly retrieved during the same procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that a fragment fell into the patient and was retrieved during the same procedure. There was no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. It was also alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed the investigation. Failure analysis did not replicate, nor confirm, the customer's reported complaint. The sureform 60 stapler instrument was installed onto an in-house system and passed initialization. The sureform 60 stapler instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The sureform 60 stapler clamped, fired and unclamped successfully. The sureform 60 stapler was fired using a black 60 reload. Visual inspection of the instrument found no external physical damage. The housing was removed from the back end with no obvious damage observed. There were no problems detected. Additional observation(s) not reported by site: based on review of the logs, the sureform 60 stapler was found to have several engagement failures. However, the failures were not replicated during in-house testing. The instrument passed initialization during all three attempted installations. The root cause is not determinable/applicable. While the sureform 60 stapler was installed on the in-house system, the roll motion moved intuitively. However, manual articulation of the main tube/shaft found there to be friction or resistance during rotation. The difficulty of manual articulation is caused from the main bushing with the housing being out of spec. The root cause for this failure is attributed to manufacturing. The sureform 60 stapler was found to have a firing failure based on log review. The firing failure was not replicated during in-house testing. The root cause is not determinable/applicable.

Event description:
Refer to h10/h11 for follow-up information.